Event description:
An 8 lb. 10 oz. Viable female delivered via assisted delivery (x 5 pulls) with secondary severe shoulder dystocia. Apgars 6/7, cord ph 7.28. Following delivery, infant deteriorated until eventful death at 7:55. Autopsy revealed cephal hematoma and death secondary to intracranial bleeding.